Event description:
It was reported that this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements, measuring less than 200 ohms. Additionally, there was a non-sustained ventricular tachycardia (nsvt) episode in which there was noise. Technical services informed the health care professional (hcp) that the patient will most likely need a lead revision. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements, measuring less than 200 ohms. Additionally, there was a non-sustained ventricular tachycardia (nsvt) episode in which there was noise. Technical services informed the health care professional (hcp) that the patient will most likely need a lead revision. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that there was p-wave oversensing and the patient was experiencing stimulation by the right shoulder. The health care professional (hcp) called in for programming optimization prior to a revision. Technical services discussed programming options. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements, measuring less than 200 ohms. Additionally, there was a non-sustained ventricular tachycardia (nsvt) episode in which there was noise. Technical services informed the health care professional (hcp) that the patient will most likely need a lead revision. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that there was p-wave oversensing and the patient was experiencing stimulation by the right shoulder. The health care professional (hcp) called in for programming optimization prior to a revision. Technical services discussed programming options. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.